Event description:
It was reported that shaft break occurred. The target lesion was located in the mid right coronary artery. A 2.5x12mm emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion. During removal from the guide catheter, the proximal shaft snapped approximately one foot from the hub. The device was completely removed and the procedure was completed. No patient complications were reported.